Event description:
A pt underwent abdominal aortic aneurysm repair on (B)(6) 2010. The physician placed a zenith flex aaa endovascular graft bifurcated main body with a zenith flex aaa endovascular graft iliac leg on the ipsilateral side. He placed a zenith flex aaa endovascular graft iliac leg on the contralateral side. Final run showed a type 1b leak. A zenith flex aaa endovascular graft iliac leg was placed on the ipsilateral side to fix leak; however, the leak still persisted. While ballooning the distal seal on the ipsilateral side, the physician ballooned outside the graft and ruptured the iliac above the hypogastric. Another MFR's 12 x 12 graft was placed over the rupture site and extended the graft down into the external artery. The graft was sealed and no leaks persisted. No consequences to the pt were reported due to this event.

Manufacturer narrative:
Device code: endoleaks are labeled in the IFU. The zenith device has completed design control requirements showing the device meets the predetermined requirements and that the requirements meet the needs of the user. Each zenith device is shipped with instructions for use (IFU) listing the indications for use, contraindications, warnings and precautions, and the correct deployment procedure. In regards to endoleaks, the IFU lists several warnings/precautions that, if followed, could prevent this failure mode from occurring or lessen the associated effects; anatomical criteria; anatomical conditions; proper ballooning sites; follow-up guidelines. Without additional info, we are unable to comment on the pt's suitability for evar or possible contributing factors. Intervention to repair a type 1b endoleak lead to iatrogenic vessel rupture which was repaired by placement of another MFR's stent graft. The endoleak was resolved. At this time, there is no indication that a design or process induced failure of the device resulted in the reported endoleak. We will notify the appropriate internal personnel of the event and continue to monitor for similar complaints. The risk associated with this failure mode was evaluated per quality engineering risk assessment (qera) and the risk associated with the failure mode will remain at an acceptable level with inclusion of the event. Risk mitigation is not required at this time.